Event description:
It was reported that the patient called in inquiring about electromagnetic interference (emi). The patient stated universal studios shut the device off last year and was wondering about the kennedy space center. Technical services discussed they do not have any formal reports, testing or documentation about this location so could not provide any formal guidance whether it was safe or not. At this time, the device remains in service. No adverse patient effects were reported.